Manufacturer narrative:
During a pick-up of a rental citadel plus bed frame, an arjo representative observed that the side rail was partially detached from the bed frame (lower arm which is part of side rail mechanism was broken in two pieces). The customer explained that the right side rail was damaged when the patient turned and held on the side rail at the time of dressing up. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is line with the side rail condition (it was mechanically damaged, the side rail lower arm was broken in two pieces) and with an information provided by the customer that the side rail broke when the patient held it, at time of dressing up. According to citadel plus instruction for use (831.374), the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. The side rail was partially detached from the bed frame and from that perspective the citadel plus bed did not meet the performance specification. The device was in use by the patient that time and therefore the device was involved in the event. No injury was reported. The complaint was decided to be reportable due to the side rail partial detachment.

Event description:
During a pick-up of a rental citadel plus bed frame, an arjo representative observed that the side rail was partially detached from the bed frame (lower arm which is part of side rail mechanism was broken in two pieces). The customer explained that the right side rail was damaged when the patient turned and held on the side rail at the time of dressing up. No injury was reported.